Manufacturer narrative:
Concomitant products: product ID 3389-28, lot# unknown, product type lead; product ID neu_unknown_ext; serial# unknown, product type extension. (B)(4).

Event description:
It was reported that when the operating physician disconnected the lead from the extension the end of the lead that was in the connector was ¿without silicone sheathing.¿ it was further reported there was ¿damage detected capping the lead.¿ it was stated the physician wanted to replace the lead in the future, however no date was available at the time of report. It was noted the lead remained implanted and ¿out of service¿ at the time of report. It was additionally noted the lead had been initially implanted 12 years prior to report. It was reported there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information stated the patient ¿had no effective therapy¿ and that there were no future diagnostics or procedures planned as of two weeks after initial report. Additional information has been requested. A supplemental report will be filed if additional information is received.